Manufacturer narrative:
Patient is located in the us.

Event description:
The consumer, via the manufacturer representative, reported the patient needed the device replaced because of a malfunction. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.